Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0xa3w, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead pulled out of place and was discovered by the representative and the health care provider (hcp). This occurred when they moved her from the table to her bed after her implant on (B)(6) 2015. The patient indicated to the representative that she was not feeling anything, on the day of surgery and was told that she would feel it the next day. The patient then said that she called the hcp and told him that it was not working so she met with the representative in (B)(6) 2015 ((B)(6) 2015) and they did an x-ray and found that the lead had pulled out of the sacral nerve. The patient stated that on (B)(6) 2015 they replaced the leads in the correct place. The patient then stated that everything was working well now and she reported no current issues. Additional information received on 2016-03-30 indicated that representative was present for the implant. Per last x-ray images in the or, patient's lead was in the correct position from a a/p and lateral image. When initially programming after the procedure, the patient felt varying stimulation at inconsistent levels. In order to make sure the patient wasn't sent home with a painful stimulation, the representative set the device at a comfortable level and told the patient that the representative for the area would follow up with her within the next week. The other representative then was at the follow up and found that somehow the lead had been moved and was no longer in the right position. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.